Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Receiver fails manual and auto testing. Receiver had header damage. No leads were returned with the receiver. Conclusion: the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system consisting of a neurostimulator receiver and two percutaneous leads in (B) (6) 2005. It was reported that the pt fell but was reprogrammed and resumed stimulation for approximately 3 months. The pt later began to experience intermittent loss of stimulation as well as intermittent overstimulation throughout her body. A replacement transmitter and wand did not resolve the issue. An x-ray showed that the connection between the leads and receiver header were intact. The receiver was removed in (B) (6) 2007. The receiver was returned to ans for analysis.